Event description:
Device 3 of 3. Reference MFR report # 1627487-2014-01642, 01643. It was reported the pt did not receive satisfactory pain relief. As a result, surgical intervention was undertaken, explanting the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.